Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Address, city and zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following bilateral intraocular lens (iol) implant procedures, a patient developed exudate in the anterior chamber of one eye. The patient reported not being able to see to the ophthalmologist. An anti-inflammatory and steroid were prescribed. Only the first eye had symptoms and was diagnosed as non-infectious uveitis one week after surgery. The patient recovered 9 days later; however, it was also reported that the patient current status is recovered with persistent condition. No further information is expected as the reporter has declined to provide additional details.